Event description:
Boston scientific received information that the patient's advocate thought that this right ventricular (rv) lead had moved but was not sure. Attempt to obtain additional pertinent information was unsuccessful. Furthermore, all available information indicates that this rv lead is still in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.